Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: during investigation, a review of the pump¿s history showed multiple call service (054) alarms had occurred, which may cause the display to be blank for several minutes. The pump was powered on and the display was found to be clear and legible. The issue that a blank display screen had occurred was observed in the pump history but was not able to be duplicated during investigation.